Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a redo pulmonary vein isolation (pvi) ablation procedure with a vizigo and bubbles were seen in the vizigo line after the procedure. The physician was able to maneuver the device to eliminate the bubbles. No bubbles were introduced into the patient and no medical intervention was required. The patient has not exhibited any neurological symptoms.

Manufacturer narrative:
On 15-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a redo pulmonary vein isolation (pvi) ablation procedure with a vizigo and bubbles were seen in the vizigo line after the procedure. The physician was able to maneuver the device to eliminate the bubbles. No bubbles were introduced into the patient and no medical intervention was required. The patient has not exhibited any neurological symptoms. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent, no other issues or anomalies were observed, and the hemostatic valve was in place. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no leakage or issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The air flows back issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the shaft bent could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent in the shaft identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported issue of air in the line. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).